Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad doesn't work properly which was reproduced during evaluation and found to be caused by a failed input/output board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump after battery test the keypad doesn't work properly. The keypad would not respond including the "exit" button and several others. There was no known patient injury or medical intervention associated with this event. No additional information is available.